Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our british affiliate, during implant of a 26 mm sapien 3 ultra valve in aortic position using transfemoral approach, the 14 fr esheath was unable to be inserted.  The artery was dilated with an 18fr edwards¿s dilator; however the operator was still unable to advance the sheath. A decision was made to use a non-edwards sheath and it was stated by the operator that the non-edwards sheath was ¿used before with an edwards valve successfully¿. The non-edwards sheath was inserted without complications. A sapien 3 ultra valve with commander delivery system was inserted through the non-edwards sheath with expected resistance. After a fairly smooth transition a sudden forwards jump was noted, and the patient complained of abdominal pain. The patient¿s heart rate slowed down but recovered quickly. The patient was stable but complained of pain. The procedure continued and under fluoroscopy a radiopaque particle attached to the valve on the top right-hand section (inflow section) was observed.  The decision was made to continue not knowing what that fragment was.  The edwards valve appeared intact and in the correct position. The deployment of the valve was successful without complication and the patient remained stable throughout. On final x-ray assessment it was noted that the small fragment around the aortic root was embolizing towards the aorta. The delivery system was removed, and the fragment was found in the left iliac imbedded on a closed lumen dissection. The small fragment came from the tip of the non-edwards sheath, as it was confirmed at sheath removal that a small piece was missing. The patient recovered without complications and hemodynamically improved after the sapien 3 valve deployment. There was no vascular intervention needed, and the patient will be followed up at tavi clinic.

Manufacturer narrative:
No procedural image was provided, but a still image of valve with ¿fragment¿ was provided. The image does not provide any information regarding imbedding of fragment in the closed lumen dissection. Edwards does not have any data to support the use of ultra valve and commander delivery system with a boston scientific I-sleeve sheath. Of note, the report indicated that the team reported that they did experience anticipated resistance of the delivery system through sheath. There was no failure of an edwards device noted in the reported event, therefore this type of event would not be included in the relevant fmea or risk management worksheet. No devices were returned for evaluation therefore it was not possible to determine if any damages or defects were present in the delivery system. Review of the manufacturing records was not performed as there was no indication or allegation of an edwards device failure. In this case, the exact cause of the I-sleeve sheath damage could not be determined, however, it may have resulted from pushing against resistance. The ultra IFU has the following precaution: if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No failure of an edwards device was reported; therefore, no corrective actions were reported.